Manufacturer narrative:
The evpsb110 power adapter was discarded at the facility therefore product evaluation is unable to be performed. The device history record review is unable to be completed as the serial/lot number is unknown. It should be noted that the edwards operators manual has warnings that states "the monitor and power adaptors must be positioned in an upright position to ensure ipx1 ingress protection and shock or fire hazard! Do not immerse the ev1000 monitor, databox or cables in any liquid solution. Do not allow any fluids to enter the instrument. There is a caution statement that reads do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative." The edwards representative did perform a check of all accessible ev1000 systems in the hospital to assure correct power adapter orientation and fitted with flags and power adapter covers if not already done so.

Event description:
It was reported that a ev1000 systems power adapter came in contact with fluid and started to spark and smoke. The sales representative arrived at the hospital 3 days later to conduct an investigation of the incident. The unit was not connected to a patient at the time of the incident. The equipment was immediately removed from service. The power adapter was subsequently exchanged for a new one and the system was tested and worked without any issues. It is unknown what position the power adapter was oriented or the type of solution that came in contact with the power adapter when the incident occurred. The power adapter involved in the incident had not been fitted with a flag label nor power adapter cover. Over 90% of the ev1000 systems in this hospital are mounted on IV poles so there is potential for liquid ingress from an IV bag. There was no injury to any patient or hospital personnel. The power adapter was inadvertently discarded at the hospital so there will be no product return.

Manufacturer narrative:
Although product was not returned, the issue for this failure is known. A product risk assessment exists for this failure. Based on the reported information, the device had saline dripped on it. Liquid ingress of saline dripping onto the power adapter is consistent with it being mounted upside down. There is also a potential of fire, spark and smoke from the failure. This upside-down mounting leaves unsealed gaps between the cord and block connection. The saline bag that is hanging above it on the pole can drip onto the power supply adapter, which when mounted upside down can then ingress into the gaps between the cord and block connection and into the power supply adapter. Based on historical complaint data for similar complaint, the preliminary cause of the failure is consistent with incorrect mounting orientation of the power adapter. However without the product returned, it is not known whether the orientation of the adapter was correct. Hence root cause cannot be determined. Corrective action was implemented for this issue. Field actions are handled under fca-128 for this failure.